Event description:
It was reported that the the patient complained of abdominal stimulation. The left ventricular pace polarity was reprogrammed and the lead is still in use. No patient complications were reported as a result of this event.

Event description:
It was reported that the the patient complained of abdominal stimulation. The left ventricular pace polarity was reprogrammed and the lead is still in use. It was subsequently reported that the lead was programming below the patient's threshold which was preventing capture. The lead amplitude was reprogrammed which resolved the loss of capture. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.